Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to unspecified reasons. A new pump and 18cm x 12mm cylinders were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.